Manufacturer narrative:
This was forwarded to our rep during a passing conversation. Several attempts have been made to follow up this alleged incident but no product or any additional info has been possible to obtain. Due to the lack of info and the low frequency of brush related complaints 0,042%, the complaint is now finalized with this report.

Event description:
Speech and language pathologist heard from a pt that when cleaning his valve the brush was minus the tip upon removal. Patient did not experience any discomfort and has discarded the brush.